Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an elective ipg replacement, it was noted that posterior part of the extension had fractured. As such, the extension was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported that during the ipg replacement surgery, a fracture was identified at the posterior aspect of the extension wire connector. The extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.